Manufacturer narrative:
A tela bio medical affairs spoke with the reporting surgeon during the week of (B)(6) 2025 and all information reasonably known to tela bio from this communication and all other investigation is included in this report. The surgeon reported four similar cases simultaneously that occurred intermittently over the course of approximately six months and did not offer full case details for each event. A batch record review was conducted which showed no non-conformances or anomalies. The lot met all release specifications and was sterilized utilizing validated sterilization parameters. Wound complications and fluid collection are known risks associated with soft tissue reinforcement procedures.

Event description:
It was reported that a patient experienced fluid collection and wound drainage approximately one month after a cosmetic revision procedure performed with breast implants and ovitex prs. The surgeon performed a washout to address the drainage issue.